Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed at the counter and knows their battery is low. They questioned if the low battery caused the fall. Follow up yielded no information and the device remains in use. No further patient complications have been reported as a result of this event.